Event description:
It was reported that the patient received a defibrillation shock due to noise. It was noted that the short interval count (sic) was 13377. The lead is still in use, with plans to replace it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.